Manufacturer narrative:
(B)(4). The results of this investigation concluded there was circumferential fibrous pannus ingrowth on the inflow side narrowing the inflow diameter. Fibrous pannus ingrowth was also found on the outflow surface of cusps 1 and 3. Cusp 1 contained two incisions, and cusp 3 contained three perforations. Cusp 3 was fibrotically thickened, and its free edge was folded as a result of being tethered by fibrous pannus. Cusp 1 contained multiple folds, which were also tethered by fibrous pannus ingrowth. Focal outflow thrombus was found on the base of cusp 2. There was no evidence of acute inflammation or significant calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, perforations, fibrous thickening, cusp folds, and thrombus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a mitral valve replacement was performed and this 27 mm sjm epic valve was implanted. In (B)(6) 2015, the patient complained of dyspnea. On (B)(6) 2015, due to worsening symptoms, the valve was explanted and replaced with a 25 mm valve from another manufacturer. The explanted valve was found to be calcified, stenotic, and covered with pannus. The patient was reported to be stable postoperatively.